Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-62-user had poor technique test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter to customer as no address on file.

Event description:
Consumer reported complaint for e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred after the blood sample was applied. At the time of the call, the customer reported feeling slightly dizzy and sleepy. Medical attention was not needed at the time of the call. During the call on (B)(6) 2018, a blood test was performed by the customer non-fasting and produced test results of 100 mg/dl using truemetrix meter. The product is stored according to specification in the office desk. Test strip lot manufacturer's expiration date is 10/31/2019; customer just started to use the truemetrix meter and strips on day of call.